Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of an atypical alarm while connected to the power module could not be confirmed through this evaluation. A log file was provided. Data on (B)(6) 2025 was reviewed. The log file revealed no atypical alarm event was captured while connected to the power module. Attempts were made to obtain additional information from the customer regarding the type of alarm, serial number, and product return status; however, no additional information was provided. Power module (serial # unavailable) was unavailable for evaluation. A root cause of the atypical alarm while connected to the power module could not be determined. Serial number of the product was unavailable, and the device history record could not be reviewed. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's family reported alarms overnight on 17apr2025 while connected to the power module, but when transferred to batteries, the alarms stopped. When the ventricular assist device (vad) was interrogated, only low flow alarms appeared. Medications were adjusted with the cardiologist. A new orange cable was given to the patient, after being given one previously during 17apr2024-20apr2024. Log files were sent for review, and the log file captured low flow events between 09apr2025 and 17apr2025. There did not seem to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flow events seemed to be a patient related issue and not an equipment related issue. There were no other unusual events recorded in the log file event history.